Event description:
This female had bilateral breast implants about 30-35 years ago at another facility, but could not recall the surgeon's name or any details. She did think these were silicone gel implants and had never had any problems until sometime in 2008. At that time, she noticed that the right breast was becoming harder and more prominent in the upper pole. An MRI in 08 revealed rupture of both implants. After clearance from her family, physician and her insurance company, she had a surgery at about 3 months later for removal of both implants. She did well initially, but then developed left breast drainage with some wound dehiscence. She was taken to surgery again at about 11 days later, for evacuation of a hematoma and wound closure. She tolerated this well and was discharged home the same day in stable condition. See scanned pages.